Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the electrode belt failed a high-pot test and insulation resistance test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon service investigation, the gel fire wires in the distribution node were not soldered properly. The wires were touching at the solder joint creating a short. This caused the electrode belt to fail a high pot and insulation resistance test. The root cause of the wires not being soldered properly was unable to be positively determined, but was unlikely an assembly error. No adverse event resulted from the incorrectly soldered wires in the distribution node. The last patient to use this belt did not report any deficiencies.